Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier required maintenance. The customer tried to reboot but issue doesn't resolve. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bio ID) login failure occurred. The row had no medications loaded. The field service engineer (fse) performed a hard reboot by powering the machine off using the rear switch, waiting three minutes, and powering it back on. During reboot, the bio ID light flashed correctly. Post reboot, the customer successfully logged in three times using bio ID, and fse verified proper functionality by running bio ID testing in hardware test application. The system functioned as intended after the field service engineer (fse) resolved the issue.